Event description:
Patient reportes results of 73, 98, 113 mg/dl on their meter. The patient did not report any symptoms at the time of testing. The patient took their oral medications after testing. No injury or harm alleged. The test strips were cut off center, which would not have an effect on the accuracy of the meter. The techniques for applying blood to the test strip and for cleaning the puncture area were correct. The meter is being replaced for the patient.